Manufacturer narrative:
We checked the returned unit and confirmed that the water nozzle missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the water nozzle. In addition, we confirmed that the angle wire play, the bending rubber leak, the bending rubber pin hole, and the u/d and the r/l knobs white marking faded/missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).